Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while implanted in a patient the impella cp pump lost optical signal. Impella support continues.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "to address the issue, the customer was reassured by ensuring the pump was functioning properly and providing adequate flow for the patient. I have the pump and can return it."

Manufacturer narrative:
No product or data logs were returned. The clinical details state that after impella cp and mitraclip implantation, the aortic and ventricular curves did not appear on p-8 or p-9. It is unknown if this resolves, if any alarms were triggered or when the pump was explanted. Due to lack of clinical information, data logs or product, the root cause of the optical sensor issue cannot be determined. The device passed all post sterile inspection checks.